Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that during use of an intra-aortic balloon (iab) catheter that there was a fiber optic sensor failure. After the iab was replaced there was another fiber optic failure. The customer then replaced the intra-aortic balloon pump (iabp) and feels that is the source of the failure. After replacement therapy was successful. The customer does not have the balloon and no patient information. There was no injury or harm to the patient.